Manufacturer narrative:
(B)(4). Batch # t5dr5r. Maude report # (B)(4). Additional information was requested, and the following was obtained: "please clarify "the staples misfired and broke at neck during procedure" only information I was given in my report. Did the device deliver any staples? Unknown. Did the device cut? Unknown. Was there any difficulty opening the device? No. Was any part of the device damaged? Unknown. Is the current patient status known? No harm to patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No harm to patient. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported, ¿the staples misfired and broke at neck during procedure.¿